Event description:
Ous MDR - boston scientific received information that there was noise on the right atrial lead. The noise was not reproduced. Normal follow ups were scheduled. No adverse patient effects were reported. Should additional information become available this investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.